Event description:
It was reported that during a da vinci-assisted non transthoracic esophagectomy surgical procedure, the harmonic ace curved shears instrument insert broke and fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The harmonic ace instrument has been returned for evaluation on 08/17/2022; however, failure analysis investigations has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the logs confirmed that an esophagectomy non-transthoracic ¿ transcervical surgical procedure was performed on (B)(6) 2022 on system (B)(4). A review of the instrument log for the harmonic ace instrument (pn# 480275-8 lot# l90211214-0020) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 28 min. The harmonic ace instrument is a single use device. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed the investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken at roughly 0.174¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.